Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A medtronic representative reported via the interdepartmental helpline solutions tracker of high blood glucose readings from the insulin pump. The customer's blood glucose was 600 mg/dl. The customer indicated that they treated with a shot and their doctor advised to change the set which solved the issue. The customer was reminded to follow up with 24 hour helpline and to call if issues persist. Customer declined further troubleshooting. No further assistance was necessary.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted during testing.